Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that it was a complex case which was performed outside the IFU and was completed without any endoleaks present. It was reported that the patient had a vertebral deformity and compression due to indirect rheumatism in the vertebral body of the l1 and the patient could not be completely straight under general anesthetic due to a bend in the back. After the patient awoke from anesthesia, it was noticed that the pulse of the lower limbs were weak. After waking up, the patient was asked if the legs could be moved but there was no response. After that, the patient gradually grew more conscious, but the patient had no the strength in the lower legs, so paraplegia was determined. This was confirmed by a orthopedic physician. The patient was then transferred to ICU, had a spinal drainage and a MRI performed as per the physician the cause of event is anatomy. It was reported that since the patient was in a supine position for 3 hours which was needed when under general anesthetic for surgery, it was highly likely that the vertebral body was further compressed and blood flow to the spine was stopped. However it was reported that because the causal relationship with evar could not be denied, both possibilities were considered. However, it was said to be unlikely that the event occurred because the lumbar artery was already thrombosed by being pushed by the aneurysm and the internal iliac artery was slightly occluded. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the paraplegia reported immediately following implant could not be determined from the limited films provided. Images of the stent graft during and post-implant were not available for return, and the device in-vivo configuration could not be assessed. Although a stent graft issue cannot be ruled out, it appears most likely that the paraplegia was procedure related as well as due to the patient¿s pre-existing spinal condition. It is unclear if implanting within the severely angulated proximal neck (off-label usage) may have also contributed to the event. If information is provided in the future, a supplemental report will be issued.